Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer e-mail stated the brush heads did not stay on the brush body and detached in the mouth. No injury was reported.